Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on apr 26, 2010, for investigation. Visual inspection revealed that the jaws were burnt and the tri-heater assembly was bowed out. Based upon the received condition of the device, the reported failure "jaw wire is bowed out" is confirmed. A lot history record review was completed for the product. There was no nonconformances which could have attributed to this failure mode. A supplemental report will be submitted if add'l info is obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw wire of the vasoview hemopro tissue welder was bowed out. This was noticed half way through the case when the harvester took the device out of the leg to the clean it. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.